Event description:
It was reported to boston scientific corporation that a wallflex transhepatic biliary stent was implanted within a liver transplant patient. According to the complainant, the stent was attempted to be removed during a planned stent removal procedure. During the removal procedure, there was difficulty retrieving the stent because it was ¿pretty stuck¿. The stent was successfully able to be removed. There were no patient complications or injuries reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upn: the exact upn of the complaint device was not provided; however, it was reported that the device was a wallflex transhepatic biliary stent system. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of difficulty removing the stent. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed, and from the information available, this device was not used per the directions for use (dfu) / product label. The dfu state that the stent ¿should not be moved or removed after completion of the initial stent placement procedure. Manipulating, repositioning or removal of the stent may result in perforation, bleeding, tissue abrasion or other patient injury.¿ however, according to the complainant, the stent was being removed during a planned stent removal procedure. Therefore, the most probable root cause classification is user/use error.